Event description:
It was reported that emergency medical services were called after the user lost consciousness associated with a blood glucose level reportedly in the 30s mg/dl range, and ems treated the hypoglycemia with an intravenous therapy of unknown type and glucose paste, after which blood glucose increased to approximately 200 mg/dl. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention that required medication. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.